Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, two (2) photographs were submitted for evaluation. The provided photographs were visually evaluated. The first photograph confirmed the lot number associated with the item, and the second photograph identified microbubbles in the arterial line of the set. Based on visual findings, the air in line defect was confirmed from the provided photographs. Although reported defect was confirmed, the exact root cause could not be determined without the physical sample to evaluate. The photographs provided do not provide sufficient evidence to confirm the root cause of the defect. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reported a significant number of bubbles appearing in our streamline bloodlines across multiple treatments. Customer stated, "we have already instructed our rns and pcts to verify that all connections are secure and to ensure that the machine, bloodlines, and dialyzer are primed according to manufacturer specifications and davita policies and procedures. Despite this, the issue continues to occur in several of our lines."